Event description:
It was reported that during a procedure to treat a de novo, concentric lesion in the proximal circumflex, a 3.5 x 12 nc trek rx dilatation catheter was advanced without resistance and inflated for pre-dilatation; however, the balloon did not inflate with pressure at 16 atmospheres. Reportedly, there was no balloon rupture suspected and outside of the patient anatomy the balloon was attempted to be inflated and failed to inflate. The 3.5 x 12 nc trek rx dilatation catheter was withdrawn from the patient anatomy without resistance and a new nc trek was used successfully. A stent was implanted to treat the target lesion. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the initial filed report, additional information received indicated that some resistance had been felt when removing the protective balloon sheath from the 3.5x12 nc trek rx balloon dilatation catheter. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of occurrence as the event was reported to have occurred on an unknown day in (B)(6) 2012. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned with blood on the balloon and contrast in the inflation lumen. The shaft was stretched and the protective sheath had been removed from the balloon. The difficulty in balloon inflation was confirmed; however, with the sheath having been removed, the difficulty in sheath removal was unable to be confirmed. Additionally, a search of the lot history record confirmed all lot release testing met specifications. An expanded record review and investigation into difficulty to remove balloon sheath indicates a potential product issue related to hydrophilic balloon coating, further assessment per site operating procedures was performed and corrective and preventive actions are being put in place to prevent further recurrence of this issue.